Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patient talked to their medtronic rep because this morning the patient could not recharge their implantable neurostimulator (ins), they were able to get it working after an hour of trying. But the patient had trouble recharging for about a month, last night implantable neurostimulator (ins) was at 50% and by this morning it was dead and would not recharge for they got a message telling to reposition it and when they did it would not charge for it could not find the device even if the ins was at 30%. Patient had reset the controller and put two aa batteries in but it did not work so they put the controller battery back into the controller and it still did not work. Patient noted their implantable neurostimulator (ins) use to recharge really quick. During call patient verified no damage to the recharger or to the controller charging port. Patient reset the controller and got memory problem. When the patient attempted to recharge the implantable neurostimulator (ins) they got recharging excellent. Patient asked if it was normal for the recharger antenna to burn when recharging the implantable neurostimulator (ins) for it got really hot, patient verified it did not leave a mark for it got really hot and would get red on their back, issue started probably months ago in 2024. The issue was not resolved. A replacement recharger was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.